Manufacturer narrative:
We have not received the device for evaluation. Hence, we could not conclusively determine the root cause of the malfunction. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The malfunction was detected during pre-use check. Surgeon used another f3 shunt for the procedure.

Event description:
During pre-use check, when the surgeon attempted to inflate the internal carotid balloon with saline, it leaked from the stopcock joint. Surgeon used another shunt for the procedure. There was no harm to the patient as the result of this malfunction.